Event description:
Additional information was received on 12/11/2024: all fragments were retrieved from the patient. There was no case delay reported. A new product was opened to perform the surgery and completed the case successfully. No adverse effects on the patient were reported due to the instrument breakage.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/28/2024, a sales representative reported via (B)(4) that an ar-1410lp low-profile reamer 10mm broke in the patient when reaming the femur. The case was performed with another 10mm low-profile reamer that was at the account, and it was performed smoothly afterward. This was discovered during a btb acl reconstruction procedure on (B)(6) 2024, with no reported patient harm. Additional information has been requested.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Visual evaluation of the customer-provided pictures noted an ar-1410lp low-profile reamer 10mm tip broke into pieces. Refer to attachments. The complaint allegation is confirmed based on the customer-provided pictures. Based on the information provided, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or prying/leveraging the device during use.